Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the cannula that locks in the insulin pump was gone and the belt clip down to the bottom side of the insulin pump. Customer's blood glucose level was unknown at the time of incident. The device will not be returned for analysis.